Manufacturer narrative:
The device has not been returned for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility reported that a blood leak occurred during treatment. The leak was at the arterial dialysate (drain) line. The machine alarmed and no blood was visible, but blood test strips were positive. No damage was noted to the dialyzer. Blood flow rate was 450; dialysate flow rate was 700. The pt lost a circuit of blood, approximately 300 ml. She was asymptomatic, did not require medical intervention, and was fine. Sample was disposed.